Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 30-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-31, information was received from a patient who was implanted with a neurostimulator for degen disc disease/herniated disc pain and non-malignant pain. It was reported that the patient had a fall around the time that there was a change in therapy. The change in therapy occurred after the fall. This was reported as a sudden change starting last month. The patient stated that stimulation was sending tingling down both legs and into their toes. They were having stimulation into the abdominal muscles as well into the sides of the abdomen, causing major cramping in their legs and both the front and sides of their abdomen. The patient stated that they turned stimulation off and had not had any type of reprogramming. On 2018-jan-10, additional information was received from the patient reporting that the patient was going to need their paddle leads removed. The patient stated that they would be removed because they need to be replaced and move the location of leads. The patient stated that he device was not working like it was supposed to. The patient stated that their device was stimulating the wrong muscles. The patient stated that stimulation was going towards their upper torso. The patient stated that the device was not working like it should. The patient stated that they had met with the reps for adjustments and they stated the only thing they could do now was move/replace the paddle leads. It was reported that the patient¿s ins was in ¿sleep mode¿ in (B)(6) 2018 and their stimulation in the wrong spot occurred in 2018. It was reported that the patient had a fall in (B)(6) 2018. It was indicated that the patient has met with a rep for several adjustments and stated it had been several months and the patient stated that the rep had to get their device out of sleep mode. No further complications were reported/anticipated. See related regulatory report number 3004209178-2016-12844.